Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d10, g3, h2, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the device evaluation found image blackout and the c-cover is burnt. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of image flickers with stripe (screen flickering) is suspected that something became trapped between the electrical contact points of the electrical connector and the electrical contact points of the system, or that temporary contact failure due to water ingress prevented the image signal from being transmitted properly, and the issue of c-cover is burnt was due to the possibility that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope, the image flickers with stripes. There were no reports of patient involvement.